Manufacturer narrative:
Due to the missing product information (e.g. Serial number/ delivery notes batch) we were not able to trace the affected batch. We can assure you that all our products are manufactured by qualified staff. An examination of the ventricular catheter was not possible, because we did not receive the product for further analysis. However, it is possible that deposits affected the function of the product. Deposits due to natural substances in the csf, such as protein, blood or tissue particles, as well as blockages are among the known and unavoidable risks and side effects of hydrocephalus therapy. A final clarification of what has led to the blockage would only be possible by examining the product. No further regulatory actions are required from our point of view.

Event description:
Via a patient's social media posting, information was shared that an emergency surgery was performed due to ventricular catheter occlusion. The complaint device was not available to be returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Implantation: (B)(6) 2021, explantation: (B)(6) 2023.